Event description:
It was reported that the patient experience recurring incontinence with the artificial urinary sphincter (aus) and the implant suddenly stopped working. Upon removal of the entire aus, a hole was found in the balloon which caused the system to be empty of saline. A new aus was implanted with a tandem cuff. No further complications were reported in relation to this event.

Manufacturer narrative:
Analysis of the balloon fgs 61-70 cm identified a leak at the shell-adaptor junction. Review of the manufacturing records for batch 881108016 confirmed that there was a total of (B)(4) units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 18 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experience recurring incontinence with the artificial urinary sphincter (aus) and the implant suddenly stopped working. Upon removal of the entire aus, a hole was found in the balloon which caused the system to be empty of saline. A new aus was implanted with a tandem cuff. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.